Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0002023141-2022-00866. Customer confirmed via email that the correct item is a 4.7mm x 11.5mm implant.

Event description:
It was reported that the patient complained of pain and inflammation at tooth location #31. He implant was removed due to bone loss. The site was grafted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Fax number unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Upon follow up, the customer reported that this implant failed due to breaking/fracture at the collar. There was no bone loss. The doctor had to cut the bone to remove the implant.

Manufacturer narrative:
This report is being submitted to relay corrected data/information for reports 0002023141-2022-00866. The doctor reported that the implant was removed due to implant fracture. Bone loss did not occur. H6 -health effect clinical code for bone loss (2377) should be disregarded. The following sections are being reported: b4: date of this report was updated. B5: event description was updated to add implant was removed due to implant 'fractured" at the collar. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6 device code was added: 1260 h6: investigation conclusions code was added: 11. H10: narrative/data was updated. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvwb11) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Based on the evaluation, device malfunction has occurred. However, there is no existing non-conformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvwb11) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.